Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis one system. During an interventional procedure, no x-ray was available. The procedure was continued and successfully completed on an alternate unit. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in (B)(6).

Manufacturer narrative:
The investigation of the reported event was performed through log analysis and returned part analysis. It was determined that the system malfunction was caused by defective power supply in generator. Further investigation on defective power supply was performed. The visual check showed visible traces of heating and slight dust deposits as a result of years of operation. The technical analysis showed an open fuse caused by electric component failure leading to short circuit. Accordingly, it is inferred that the internal component failure likely due to main disturbances such as surge and leading to the power supplier defective. The power supply component was replaced onsite and the issue was resolved. It was determined this event was caused by external factors and/or a single fault condition. There was no systematic problem was identified and thus, no further corrective action will be taken. The incident described in the adverse event was not classified as a reportable event after detailed investigation because neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected. The corresponding probability according to the risk analysis is in the range of inconceivable. Internal ID# (B)(4).